Manufacturer narrative:
Product event summary: at analysis the stated reason for return was confirmed. It was further noted that the cover bail attachments were cracked and the bail attachments missing, the ring attachment was bent and that the battery contacts were visibly contaminated. The device was cleaned, the ring attachment and bail attachment covers were replaced and the bail attachments were added, the battery contacts were inspected and visible signs of contamination were removed and the device passed all tests.

Event description:
It was reported that the external pulse generator had a defective button which did not give good values anymore. The generator was returned for service. No patient complications have been reported as a result of this event.